Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Manufacturer narrative:
(B)(4). Upon further review of the event by company medical director, granuloma is a typical part of the healing process. It does not appear to have caused any injury, but rather was found during a planned re-operation almost three years later. Therefore, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that after a lap hepatectomy and cholecystectomy, a granuloma was found and reoperation was performed. The device was used on the hepatic parenchyma and vascular channel. No device will be returning. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.